Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers kept rebooting when it was powered on. There was no report of patient use being associated with the reported event.

Manufacturer narrative:
Despite several attempts from physio-control to obtain more information, the third-party service agent did not provide any additional information. The third-party service agent ordered a therapy pcb assembly for replacement. He did however not confirm that he indeed replaced the therapy pcb assembly, that proper device operation was confirmed through functional and performance testing, and that the device was returned to the customer. A cause of the reported issue could therefore not be determined.